Manufacturer narrative:
H10: additional narrative: on (B)(6) 2019 customer stated that gas unit was experiencing an issue, causing the connected monitor to display "gas external device" error. Service requested: exchange. Service performed: exchange. Investigation result: the investigation under irc-nka300155492 concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6) to (B)(6) ) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and output as gas device error. The resolution was to perform a firmware upgrade. For gf-210ra with older sensor unit cd-314p (no revision # = first revision), there was no tendency of sensor failing, thus the investigation provided no countermeasure. Due to no tendency of failure, it was determined these sensors failed as a result of normal usage. Cd-314p replacement is recommended. In summary, serial numbers 1032 and below has the first version of cd-314p. Serial numbers (B)(6) to (B)(6) have version 2 of cd-314p. These units require firmware upgrade. Serial numbers above (B)(6) are not affected. The root cause of the error message on serial number (B)(6) was due to firmware requiring upgrade.

Event description:
The biomedical engineer reported that the multigas unit was giving a "gas external device" error message.

Manufacturer narrative:
The biomedical engineer reported that the multigas unit was giving a "gas external device" error message. When the error came up, they brought in the other gas unit from a spare room (that had been warming up) and swapped them out. Patient was off gas monitoring for about 5 minutes. Biomed tested the unit on the empty room and got the same error. A loaner was sent to the customer. Defective unit is pending evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the multigas unit was giving a "gas external device" error message.